Manufacturer narrative:
Batch review performed on 30-dec-2024. Lot 1906968: (B)(4) items manufactured and released on 19-dec-2019. Expiration date: 2024-12-07. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event since the market release. Visual inspection during the analysis, it is evaluated that the stem body is broken close to the distal part. The distal part (tip) of the stem has been cemented into a link megasystem segment to connect the stem to the knee construct. The fractured tip is visible inside the cement of the megasystem segment. Moreover, some signs of damage and scratches are present both on the neck part on the stem and on the body part, but we don't know how these damages occurred. In medacta ifus, it is indicated not to couple medacta implants with competitor implants. This construct is outside the intended use of the device and this is certainly the cause of the reported breakage. The stem was connected to a competitor prosthesis, which is beyond its intended use, subjecting it to unspecified loads that likely led to the breakage. There is no indication that any potential issue with the devices may have caused or contributed to the event.

Event description:
Primary hip surgery performed on (B)(6) 2020. Revision surgery was performed due to stem fracture about 4 years and a half after the primary surgery. According to the information received, the prosthetic femoral component of the knee was connected to the stem (megaprosthesis with competitor's components) on (B)(6) 2022, and this is the reason for the breakage.